Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Per the event description the product was stored in a closed refrigerator, according to the IFU the bottles should be stored 18°-30°c. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. However, per the event description the product was stored in a closed refrigerator, according to the IFU the bottles should be stored 18°-30°c. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text: see h.10.

Event description:
It was reported that there were 4 occurrences of clotting with bd esr¿ bi-level qc material (4x8,5ml). The following information was provided by the initial reporter, translated from french to english: the accused blood test shows a mass of blood coagulated in the bottom of the vial. This blood test ordered and received last january and kept closed in the refrigerator was opened freshly today and after having left it more than 2 hours on the mixer is not usable.

Manufacturer narrative:
(B)(4). Medical device expiration date: unknown. (B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there were 4 occurrences of clotting with bd esr¿ bi-level qc material (4x8, 5ml). The following information was provided by the initial reporter: the accused blood test shows a mass of blood coagulated in the bottom of the vial. This blood test ordered and received last january and kept closed in the refrigerator was opened freshly today and after having left it more than 2 hours on the mixer is not usable.